Event description:
The manufacturer's representative reported that at several refills, volume discrepancies have been noted. At the most recent refill, expected reservoir volume 4 ccs; 18 ccs were aspirated. The patient is on compounded concentration of 4000 mcg/ml and is reported to be asymptomatic. Recent xray revealed a "possible" catheter access port problem. All programming was reported to be correct. The hcp plans to explant the pump.